Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08139 for the patient death and rupture.

Event description:
As reported by an edwards (B)(4) affiliate, during transfemoral tpvr procedure with a 23mm sapien 3 ultra valve, a major vascular rupture occurred during implant. While treating of the homograft, there was a large amount of blood drained from the pleural space post ballooning (1 l) and stenting the homograft. During a second attempt to implant the valve, the balloon burst due to difficulties with alignment. Patient had stenosis of the pulmonary vein in homograft. The patient passed away in ICU after the procedure as the patient was deemed to unwell to be sent to surgery.

Manufacturer narrative:
Correction to h6 based on additional information. The complaints for valve alignment difficulty and delivery system leakage were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. The complaint description states, 'second attempt to implant a valve had a balloon rupture due to difficulties with the alignment, which did not impact the result of the procedure. As per medical opinion, as a gore sheath 22 fr was used, a lot of tension was created which difficulted the alignment and caused the balloon rupture.' Per the case notes, 'the doctors attempted to align a s3ucm223 in a 22f gore sheath. It proved difficult to align creating a great deal of tension.' Prior to the procedure for pulmonic position, valve alignment should be performed on the bench top during device preparation when using gore sheath with sapien 3 valve. As such, it is likely that performing alignment inside the gore sheath in patient may have constrained the system, leading to high valve alignment forces and tension which can consequentially led to the reported valve alignment difficulties. Additionally, the exact nature of the reported rupture is unknown. However, it is possible that the higher than usual valve alignment forces may have potentially introduced tension to the system. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear or the valve to negatively interact with the balloon, resulting in the reported leakage. Likewise, the off-label use of the sapien 3 ultra valve may have also contributed to the reported event as the commander with s3u system is neither indicated for use in pulmonic position nor in australia. As such, available information suggests that procedural factors (off-label use, valve alignment performed inside gore sheath within patient, high alignment forces) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required